Event description:
Tissue expander was not holding volume in the operating room when initially placed. The device was exchanged and the procedure was completed successfully.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to (B)(6) as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned and investigated by the manufacturer. Investigation of the returned complaint device confirmed the presence of 2 holes in the shell between the drain port and drain assembly. Characterization of the observed holes determined the observed holes to be consistent with a poke or cut into the silicone. The shell walls along the hole were found to be consistent in thickness, therefore, there is no evidence of a thin spot that could have resulted in an aneurism/popping of the shell. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.